Event description:
A pt's pump underwent a motor stall, and the pt indicated they were feeling "quite horrible". The pt visited a pain clinic on (B)(6) 2010. Per the pump's event logs, the stall occurred on (B)(6) 2010, and had not recovered. The pump contained 2,000 mcg/ml of baclofen/lioresal, and the pt was on a daily dose at that time of 1179.8 mcg/day. The pt's pump was explanted and replaced. Drug was removed from the explanted pump. Following the device replacement surgery, the pt had recovered without any further sequela, and seemed to have been doing very well. The pt was started on a daily dose of 800 mcg/day of baclofen/lioresal (2000 mcg/ml).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.